Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the device never worked to resolve their symptoms so they were having it removed. They stated it also made their toes curl up. They had to catheterize because they had urine back in their kidney. They stated it smelled like a staph infection. When they were catheterizing themselves they broke loose some kidney stones.